Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. Patient stated that she had gotten sick during the night and vomited for unknown reasons, she was still groggy and in bed. Patient also mentioned that she didn't feel the device was working, but did give detail. Patient stated that she had pain in her hip. Additional information reported a day later stated the first couple of days she had taken an antibiotic and she had the chills, body aches, was vomiting and had headaches. Patient was seeing her doctor tomorrow. No further complications were reported/anticipated.